Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, they used the device to seal the thyroid tissue 4-5 times and on one seal they said that it was not sealing well and saw some bleeding as well but no transfusion necessary. They used a clip to stop the bleeding. She did a few more seals and decided to use the harmonic focus. There was no re-grasp alert but with an end tone. The surgeon had done a case prior to the case that I was in where she utilized the harmonic focus and the patient was brought back into the room because she was bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product met specification as received. Visual inspection found a lot of eschar and no defects. The reported condition was not confirmed. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.